Event description:
It was reported that the caller experienced intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer was blocking the vents. Tandem clinical support educated the customer on keeping the pump vents clear. To address the issue, the customer changed the infusion set and cartridge, and resumed insulin usage.